Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Closure trigger top. The analysis found that one long60a device was received with a cartridge reload loaded in the device. The knife was fully returned, but the device could not be opened. No functional testing could be performed due to the condition of the returned device. The device was disassembled to verify the condition of the internal components and the closure trigger top was damaged. The drive bar was not fully returned, even though the knife was fully returned. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the closure trigger top component if the applied load is high enough. Once the closure trigger top component is damaged, then any additional actuation of the firing trigger can cause it to rub against the now broken or bent closure trigger assembly. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic liver resection procedure, the jaws of the device were closed to place down the trocar. Once down the trocar, the jaws locked up and would not open. They were not closed on tissue. It was removed and a new device was used to complete the procedure. There was no patient impact. (B)(4)